Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was treated with juvéderm® ultra into the nlf and oral commisures. Patient presented about three days later with dusky, red discoloring bilaterally around the nlf with blisters inside and around the mouth. The injecting healthcare professional moved the patient to a consultant who recommended hyaluronidase, prednisone taper, doxycycline, and support with hyperbaric.